Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.

Event description:
The distributor reported that an implant was removed after the pt complained of pain. Pt info was not provided.